Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited a gradual increase in pacing impedance measurements. An elective procedure was performed to explant the device and this lead produced an impedance measurement of 2000 ohms with the pacing system analyzer. Therefore, the lead was removed from service and replaced. The associated atrial lead was also explanted as it was potentially damaged during the procedure. No additional adverse patient effects were reported.